Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Iol returned in two segments in the iol case. Solution is dried on both segments. One haptic is broken/torn and is returned. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "defective". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both segments. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that two intraocular lens (iol) implants were defective. Additional information was requested but not received.